Event description:
Patient reported that the lcd of this pdm had blank segments which prevented him from confirming bolus amounts. As a result, patient was forced to initiate different functions of the pdm through memory. After bgs of over 500, patient was brought to the ER and admitted with a bg at that time of 1500mg/dl. The patient remained in the ICU for three days. Pdm will be evaluated.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a failure of the lcd screen which impaired patient's ability to administer proper care. The user is instructed in the product user guide to frequently monitor their levels. By following this recommendation, the user would become aware of high bg levels for any reason and could use another device or backup therapy if required. It also suggests that the patient always carry extra supplies in case of emergency. The user guide also instructs the customer to not use the pdm if it appears damaged or is not working as it should.